Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 3 years post implant of composix l/p mesh, patient was diagnosed with hernia recurrence, adhesions, fistula, erythema, abdominal pain and wound dehiscence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, fistula and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the mesh ¿ composix l/p (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2006 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia recurrence was noted, and sac was excised. Adhesions were taken down. A large umbilical ventralex mesh (device #1) was used and sutured.¿. (B)(6) 2009 - patient was diagnosed with incarcerated recurrent incisional hernia and abdominal pain thereby underwent open repair with removal of ventralex mesh (device #1) and implant of composix l/p mesh (device #2). Per operative notes, ¿the hernia was very scarred and the bowel freed from the hernia sac. The ventraiex mesh (device #1) was adherent at the superior aspect of the wound and the mesh was removed. A composix l/p mesh (device #2) was placed into the abdominal wall and sutured.¿. (B)(6) 2012 - patient presents with abdominal pain. (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia, enterocutaneous fistula and erythema with some wound drainage thereby underwent open repair with removal of composix l/p mesh (device #2) and small bowel resection. Per operative notes, ¿the mesh was encountered and noted dense adhesive disease of the small bowel to the mesh and to the abdominal wall. Small bowel resection was carried out. The entire composix l/p mesh (device #2) was removed.¿. Attorney alleges that the patient had adhesions, bowel/intestinal obstruction, bowel/intestinal removal, infection, pain and hernia recurrence.